Event description:
The account alleged the side rail will not lock in the up position. No injury reported.

Manufacturer narrative:
The technician found the side rail latch was stuck. The technician removed the side rail latch and cover then reinstalled it to resolve the issue.